Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information was received on 05/07/2025: a cmc repair using fiberlock was performed on (B)(6) 2025. During the procedure, a fibertak anchor failed to deploy inside the patient. The anchor was removed, and nothing broke inside the patient. To complete the case, another ar-8988-cp fiberlock suspension implant kit was used. The procedure had no delay, and no additional anesthesia was required. A drill from the kit was used to prepare the bone socket, and the patient's bone quality was assessed as average. The device cannot be returned for further evaluation.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided¿which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data¿arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, specifically, improper surgical technique. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On 4/4/2025, it was reported by a sales representative via email that an ar-8988-cp fiberlock suspension implant kit failed during a procedure on (B)(6) 2025. The patient was not harmed, and the case was completed using another arthrex implant.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.